Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-02856. The patient has two scs systems (cervical and thoracic), and she received two leads from the same lot as part of her thoracic system. It was reported the patient was unable to increase the amplitude of her thoracic system stimulation due to auto-reducing. Diagnostic testing revealed invalid impedances for one lead, and the other lead showed low impedance readings. An x-ray showed the leads contacts with low impedances appeared to be disconnected from the ipg. It was reported surgical intervention will be undertaken to address the issue. According to the MFR's device registration system, the patient's leads were explanted and replaced on (B)(6) 2013.